Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had an error that it was too hot. The machine was immediately replaced with another cardiosave. There was no patient harm.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit and stated the error was triggered due to the machine's batteries being replaced. The iabp was taken out of service to clean the heatsink, the fan and to charge the batteries. The iabp had to be used for another emergency and no error re-occurred.

Event description:
N/a.